Manufacturer narrative:
Product complaint # (B)(4). Batch number: r57t9y. Investigation summary: the reload returned in unopened sterile packaging. Five double drivers observed loose in the tyvek pouch. Pan fully attached. Prior to removing the retainer, one driver noted to be trapped between the cartridge pan and body. Going proximal to distal double drivers 3-8 are missing. All staples are present reset mark present. Damage noted to one tower, potentially damaged from the reset process. No damage to the sled. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. One photo was provided. The picture shows a white reload inside of its sterile packing. Four loose drivers can be seen inside of the packing. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that the staff noticed that some of the drivers had fallen out of the reload while still in the package. There was no patient involvement.